Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was also noted that the right atrial (ra) lead exhibited oversensing. The lead remains in use, no patient complications have been reported as a result of this event.